Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that there was an emergency room visit for their high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose levels at the time of emergency room visit was 400+ mg/dl. Customer's mother stated that the customer had a stomach virus causing her blood glucose levels to elevate. Customer was able to treat with a bolus, and her blood glucose levels came down slightly. But, then the blood glucose levels went back up causing the customer to throw up. Customer's mother stated that the meter on the insulin pump has been reading incorrectly and believes that it contributed to the hospitalization. Medical professionals treated the customer's blood glucose with an IV of insulin and fluids. Customer was wearing the insulin pump at the time of emergency room visit. Replacement product is being sent.